Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h4, h6: there was no lot number provided, therefore a manufacturing record evaluation cannot be performed. No further action is required. The root cause identified as inadequate decontamination by the hospital. The hospital has been made aware of the issue, are communicating it to the staff and are following hse guidelines for central decontamination units (cdu's). Following review of complaints from october 2018 to august 2021 no other complaints were identified for contaminated loan set from the hospital. From review of all qi's related to the ireland distribution centre (dc), there have been no occurrences of a loan set being sent to a customer contaminated. There are approximately 700 instrument sets sent from the dc annually. From this it can be concluded that the occurrence rate is low and no further action is required. Investigation conclusion: the investigation identified that the root cause was method/process: performance inadequate as a result of the inadequate cleaning process of the instruments by the hospital. The loan set was returned with a contaminated device. All the j&j ireland dc processes and checks were followed and were documented appropriately. The hospital has been advised and are taking appropriate action. The investigation included a complaint review for similar instances and found no others from this clinic. At this time no further action is required. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: this report is for an unknown cannulated screwdriver/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that during a spinal procedure on (B)(6) 2021 a cannulated screwdriver was being used. It was placed inside the patient as part of spinal surgery. Debris resembling dried blood came out of the instrument and into the patient. Wound was irrigated and extra antibiotic cover was requested by surgeon. The patient impact is unknown at this time. No further information provided. This report is for one (1) unknown cannulated screwdriver. This is report 1 of 1 for complaint (B)(4).